Event description:
It was reported that the day after a right ventricular (rv) lead revision procedure, the cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. Technical services (ts) was contacted, and ts aided in troubleshooting efforts. It was theorized that the pressure dressing was too big over the incision and crt-p and was preventing telemetry. The crt-p could not yet be interrogated, and so the patient's discharge from the hospital was delayed. The crt-p system remains in service. No additional adverse patient effects were reported.